Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) repeatedly displayed a restart alert that persisted after multiple restarts, leading to removal from use and replacement; blood glucose was not affected and the patient continued cgm monitoring. Symptoms included no adverse clinical effects. Outcomes included device replacement and return of the original unit. Investigation included review of call records and coordination for device return. Investigation of this device revealed a suspected device electronic or power malfunction consistent with a restart alarm, with no user error identified. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.